Event description:
It was reported that during a laparoscopic procedure, the trocar shaft broke inside the pt. It was retrieved. Another device was used to complete the procedure. There was no pt consequence.